Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device, and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all the required testing and calibrations.

Event description:
It was reported that ventilator generated an error which rendered the unit inoperable. No patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.